Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during testing at the user facility, the router broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.